Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the ra lead exhibited undersens ing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.